Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a red and itchy rash on her back, under the lifevest. The patient's nurse recommended that the patient clean the equipment and apply a cream to the area. Follow-up indicated that the rash had healed.